Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for post procedure check up. Upon review, it was revealed that the patient's chronic right ventricular lead exhibited elevated, high voltage impedance. It was suspected as a possible right ventricular lead fracture or trapped air in the pocket. Programming changes were made. The patient was interrogated the following day and all shock impedance vectors were within normal limits. Once the patient's condition had greatly improved, programming changes were made to revert back to prior programmed parameters. The patient was stable.